Manufacturer narrative:
The device was received for evaluation attached to an unspecified secondary set. A visual inspection was performed using the naked eye which observed that the membrane port was stressed. Due to the condition of the device no additional test could be performed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port of an intravia container 150 ml capacity tore off after removing the spike of a fentanyl bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.